Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly was hospitalized with severe ketoacidosis and coma; pump did not sound alarm and patient observed that the pump did not deliver sufficient insulin. Patient was reportedly treated with insulin infusions and hospitalized for this week. Requested return of the alleged device for evaluation.